Event description:
Customer states that they are having difficulty reading saturation in the delivery room. Customer states that immediately after delivery that the rad 5 is not picking up saturation. The customer is using the lncs neo sensor, and also putting the rad 5 into maximum sensitivity. Customer states that this is safety issue, that occurred in the last few weeks. No known impact or consequence to patient.

Manufacturer narrative:
Attempt for product return and requests for additional info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a f/u report will be submitted. No known impact or consequence to patient.